Manufacturer narrative:
E1 initial reporter address 1: (B)(6).

Event description:
It was reported that a death occurred. The 90% stenosed lesion was located in a moderately tortuous and mildly calcified right coronary artery (rca). The patient present sick and emergency condition for the original procedure. A 3.50 x 38 mm promus elite was deployed to treat the target lesion. After deployment of the stent the physician noted that there was no flow. The physician then decided to deploy a 4.00 x 28 mm promus elite stent. After deployment of the second stent, the physician still noted no flow and given medical treatment. After the flow was unable to be improved, the patient went into sudden cardiac arrest. All possible treatments done by physician; however, the patient had died. In the physician's opinion, after deployed the stent, the limited flow may cause or contribute to the patient death.